Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) device evaluation: the device has been returned and evaluated by product analysis on 07/23/2014 with the following findings: during testing, the display screen was discolored. Unrelated to the initial complaint, the battery compartment was cracked. The pump was returned with a battery cap that was able to attach to the pump and be used to complete all of the testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.